Manufacturer narrative:
Section b5 in previous reports were incomplete and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of debris in reservoir related to a CPAP device's sound abatement foam. Patient was alleging dry throat and mouth. There was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the the manufacturer's service center for further evaluation on (07/12/2023) for further evaluation. The device was evaluated on (07/12/2023). The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. One error was found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section h6 health effect - clinical code which was missed in previous report was added. Section d8, d9, h2, h3 and h6 type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in chamber and troat irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged visualization of particles in chamber and troat irritation. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.